Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the issue with the occlusion was identified by a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Ultimately, the customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 177 mg/dl at the time of event.